Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of dart detachment. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During the procedure, the dart detached from the suture. It is unknown if/how the detached piece was retrieved from the patient. A new suture was then used, but it reportedly got "dislodged". The event led to a prolonged surgery.